Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) via media broadcast on(B)(6)-2016. She had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she had 4 surgeries. The first time the coil stung the uterus and they tried to take it out. Then it broke. The second time the oviduct was removed. The third time the uterus was removed. The fourth time she had complaints after being pain free for a couple of months. Then a few pieces were removed from the abdomen. For a while she had new complaints that are accumulating. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had 4 surgeries after essure (fallopian tube occlusion insert) insertion. In the first one, they tried to remove a coil which stung the uterus (regarded as device embedded/partial uterine perforation), but it broke. The second was an oviduct removal. In the third, the uterus was removed. The fourth surgery was related to complaints after being pain free for months and a few pieces were removed from her abdomen. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, the consumer was submitted to a first surgery due to a device embedment in uterus, but the device broke in an attempt of removal. Later, she underwent a salpingectomy and hysterectomy (exact reason for these procedures was not specified) and finally another surgery was performed to remove "pieces" from her abdomen. Although this case lacks detailed information for a comprehensive causality assessment; given the reported events' nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Quality safety evaluation received on 31-aug-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-sep-2016 for the following meddra preferred terms: embedded device. The analysis in the global safety database revealed (B)(4) cases; device breakage. The analysis in the global safety database revealed (B)(4) cases; salpingectomy. The analysis in the global safety database revealed (B)(4) cases; hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had 4 surgeries after essure (fallopian tube occlusion insert) insertion. In the first one, they tried to remove a coil which stung the uterus (regarded as device embedded/partial uterine perforation), but it broke. The second was an oviduct removal. In the third, the uterus was removed. The fourth surgery was related to complaints after being pain free for months and a few pieces were removed from her abdomen. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, the consumer was submitted to a first surgery due to a device embedment in uterus, but the device broke in an attempt of removal. Later, she underwent a salpingectomy and hysterectomy (exact reason for these procedures was not specified) and finally another surgery was performed to remove "pieces" from her abdomen. Although this case lacks detailed information for a comprehensive causality assessment; given the reported events' nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.